Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Functional and visual tests were performed, and the reported issue was duplicated. Visual inspection also showed the upstream occlusion (uso) seal was buckling and the downstream occlusion (dso) seal was lifting. Service history identified the complaint was not related to a previous service of the device within the review period. This indicated a reportable malfunction based on the dso and uso seals. The dso and uso seals were replaced. The device then passed all testing.

Event description:
One device was returned with report that the power cord connector was loose and could not be secured. Evaluation of the returned device revealed a buckling upstream occlusion seal and lifting downstream occlusion seal. There was no patient involvement.